Event description:
On august 3rd, I was woken up in the middle of the night letting me know that my dexcom g6 apple application was updated. The g6 app didn't have any blood sugar data in it from the time the automatic update happened until the next time I opened the app. I didn't receive a notification that an update was happening until it was completed and therefore didn't approve the update. It can be quite dangerous to not have high or low data when you are counting on this device for these warnings, especially if you are not prepared for the lapse. I noticed icons and alerts were different on the app. Previously, the app would give you a banner notification if your blood sugar was <55 mg/dl. If this notification was not cleared in the app, then it would override the silent setting on the phone and give an audible alert every 5 minutes until it was acknowledged as a safety measure. This gave the patient an opportunity to be notified of his/her blood sugar independently, prior to urgently notifying those in the vicinity. On thursday, I became aware that there is no longer a silent first alarm for urgent lows, which is a change that wasn't approved by me or any user of the app. On august 4th, my actual blood sugar was verified to be 120, but I was consistently getting urgent low alarms. The alarms on the app were so audible and disruptive to me and my entire office. No one knew what the alarms were, it was quite rude to have my phone constantly alerting while I was seeing patients, and I spent more time trying to figure out this disturbance than I could have spent treating the blood sugar if I was truly low. What cannot happen with this product is having my phone be so loud and disruptive to everyone around me. I am no longer able to use the app when I am at work, which is leading to safety events and has great potential for harm. I also went to the movies this weekend, and spent over 2 hours without use of the app. As you can expect, there are many situations in which an audible alert is inappropriate. In general, disclosing a diagnosis of diabetes is a personal decision. It is quite understandable that a lot of patients choose to notify only their inner circle or the people who are most able to help them. Now, with this app update, anyone using the software has a quite startling way to let everyone in the vicinity know his or her personal health information. This was all done without any input or choice on the part of the patient. With this update, I can no longer recommend this product to patients nor can I use it myself. I can't see it as feasible for anyone in the school age population, especially teenagers. Overnight and without warning, this app that has been so helpful to me is now unusable. In addition to the disruptive alerts, the app itself has been inconsistent. On friday night/saturday morning the app actually didn't give appropriate alerts. My blood sugar went down into the 30s. With the app going off all throughout the day it is easy to become desensitized and likely sleep right through the alarms. There have been many studies regarding alarm fatigue. The sound has changed and it no longer gets progressively louder, causing a lack of awareness of a dangerously low blood sugar. However, at this time, I was notified of an urgent low ever 30 minutes, instead of every 5, which is very different than in the day. I spoke with dexcom customer service twice on friday. The second person I spoke with was a supervisor. He attempted to explain to me that the urgent low alarms go off so that patients are aware they need to take insulin to treat the low. He advised giving insulin with a blood sugar less than 55mg/dl as the appropriate treatment. This was horrifically dangerous advice, especially if supervisor staff is recommending insulin to patients with low blood sugars. Overall, I have received no help from customer support. The call was supposed to be further escalated, but I have not received a response after 4 days. Dexcom app was reading "low" indicating blood sugar is <40 mg/dl. FDA safety report ID# (B)(4).